Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other similar incidents reported from this lot. The supera instructions for use instructs: following confirmed implantation of the supera stent, retract the thumbslide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumbslide. In this case, it is likely that failing to retract the thumbslide prior to withdrawal caused the tip separation. The investigation determined that the tip separation was due to use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: it was reported that the thumbslide was not in the locked position prior to removal of the device from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a new lesion located in the heavily calcified, distal femoral artery below an existing supera stent placed in the proximal superficial femoral artery that was placed during a previous procedure. The target lesion was verified to be 5 mm in diameter. A 6 fr introducer sheath was placed into the popliteal. The vessel was prepared using an armada 35 5 x 80 balloon catheter. A 5 mm supera stent was placed distal to proximal overlapping the previously placed 5 mm supera stent. This was to treat the vessel below that stent due to the vessel being in bad condition. The stent was confirmed to be fully deployed on angiography. After successful stent placement, during retraction of the delivery system, the tip separated from the catheter. A non-abbott retrieval device was used to capture the separated tip and remove it from the anatomy. No adverse patient effects or clinically significant delay in the procedure were reported.